Event description:
It was reported through the physio-control field service reports database that the device, which is a customer loaner for a field service representative, would power off and power on by itself. This was found during routine testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control will submit a supplement report on this event.